Event description:
The customer reported an issue with the insulin pump displaying an amount different than expected, with a current fill estimate of 8 units instead of the expected 259 units. There was no reported impact on the customer¿s blood glucose level. The customer, with assistance from technical support, reloaded the same cartridge and opted to monitor the situation further, declining to disconnect and deliver a bolus.